Manufacturer narrative:
Device UDI was provided. Device manufacturing date was provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device UDI not provided. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. It was noted that the batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Information was received regarding an imaging system issue that occurred outside of a procedure. It was reported that after unloading of a demonstration, the system was not taking images anymore. The system data displayed errors. There was no patient present when this issue was identified. No further information was provided.